Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 91 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.